Manufacturer narrative:
(B) (4).

Event description:
The pump "was not working". When the pt went in for her last refill, all of the medication was still in the pump. She started to have underdose symptoms three months ago along with nausea. Her health care provider turned the pump off previously and turned it back on at a later appointment. The dose was lowered when the pump was turned back on and the flow rate was slowly increased. The pt experienced vomiting, and diarrhea. She had been hospitalized with pneumonia and attributed the vomiting and diarrhea to the pneumonia. Further info is being requested from the hcp.